Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced an elevated blood glucose level of 347 mg/dl. The customer stated the suspected cause was due to food consumption. The customer delivered a correction bolus via the pump. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer has a backup pump available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, however there was no failure identified associated with the high blood glucose level.